Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: d4 primary unique device (UDI) number updated. D9 device returned to manufacturer. H4 device manufacturer date. General information: complaint: (B)(4). Information to the sample: model: infusomat space, article number: 8713050, serial number/batch: (B)(6), software version: n030005, hours of operation: 51794, further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The described infusion could not be found in the device history. The last infusions were investigated. No abnormalities could be found in the device and alarm history. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device shows age related signs of wear and tear but no visible damage was found. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +1,68%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled and the inside was investigated. Inside the device was slightly dirty but no visible damage was found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer: "on the patient going smofkabiven 550kcal + supplements basal fluid total. 550. In the morning after the cycle, when we had to prepare the next day's liquid bag, it was noticed that there was still a lot left in the bag about 100-150ml. Going through the pump approx 24 ml/h and according to the pump and computer the patient would have received more than 500ml. The pump alarmed a couple of times during the morning, then an air raid alarm and small microbubbles in the hose, some of them were removed. When changing the fluid day, the pump is turned off and the hoses left on site. 563 ml of liquid has been dripped. Dripping at 24.09 ml/h. Now the pump shows a volume limit of 12.1 ml. Välivol 547.9 ml. Intermission 22h45 min. The volume limit for the pump is set at 560 ml. There is now about 100 ml of liquid left in the bag. The hose aeration valve has been open."